Event description:
It was reported that right atrial (ra) lead sensing has been trending low, and there is a large far-field r wave on the atrial egm. It was noted on surface to capture the rv when pacing from the ra lead. Chest x-ray confirmed the ra lead dislodgement. The lead was explanted and replaced. The patient did well before, during, and after the revision.